Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The patient experienced bleeding at the impella access site. Slight oozing was noticed in cardiac catheterization laboratory but addressed with pressure, gauze, and tegaderms. It was later noted that the repositioning sheath angle was too high and contributed to the ongoing ooze. The angle was matched between the repositioning sheath and the groin access site and hemostasis was achieved. The patient received two units of packed red blood cells due to blood loss from the access site bleeding. The patient continued on support until the device was successfully weaned.